Manufacturer narrative:
(B)(4). Hemiparesis. Additional information: narrative - it was reported that a patient underwent a revision surgery for an endarterectomy on an unknown date. Three hours post operative, the patient developed a massive secondary bleed. It was noted that the suture were broken. Revision of the anastomosis was completed with a different product. It was noted that on (B)(6) 2012 the patient had a highgrade arm hemiparesis of the right side and a small cerebral infarct of the left side. The patient is said to be getting better. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ble719 mfg, date: 10/01/2009, exp date: 07/31/2014. Batch bkp911 mfg, date: 09/01/2009, exp date: 07/31/2014. Batch bmp343 mfg, date: 11/01/2009, exp date: 07/31/2014. Batch cjb860 mfg, date: 08/01/2010, exp date: 07/31/2015. Batch dbb809 mfg, date: 02/01/2011, exp date: 01/31/2016 batch dje942 mfg, date: 08/01/2011, exp date: 07/31/2016. Batch djr501 mfg, date: 08/01/2011, exp date: 07/31/2016. Batch dmr536 mfg, date: 11/01/2011, exp date: 07/31/2017. Batch eap626 mfg, date: 01/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4), mfg date: (B)(4) 2012, exp date: 01/31/2017. (B)(4), mfg date: (B)(4) 2011, exp date: 07/31/2016. (B)(4), mfg date: (B)(4) 2012, exp date: 01/31/2017. (B)(4), mfg date: (B)(4) 2012, exp date: 01/31/2017. (B)(4), mfg date: (B)(4) 2012, exp date: 01/31/2017. (B)(4), mfg date: (B)(4) 2012, exp date: 01/31/2017. (B)(4), mfg date: (B)(4) 2010, exp date: 07/31/2015. (B)(4), mfg date: (B)(4) 2010, exp date: 07/31/2015. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05693. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a revision surgery for an endarterectomy on an unknown date. Three hours post operative the patient developed a massive secondary bleed. It was noted that the suture were broken. Revision of the anastomosis was completed with a different product. Additional information has been requested.